Manufacturer narrative:
The insulin pump was received with frozen display on full segment display due to faulty connector on mother board. Unable to verify alarm due to frozen display. The insulin pump was received with minor scratches on lcd window and cracked case on display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of display anomaly. The customer states they removed the battery to troubleshoot for previous issue, but now there are black dots on the screen. The customer states the black screen has been on the pump for two days. The customer's blood glucose level at the time of incident was 240mg/dl. The customer states receiving watchdog alarm. The customer was advised that the device would be replaced and returned for analysis.